Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and an unidentified left ventricular (lv) lead exhibited impedance measurements of greater than 2000 ohms. The threshold measurements were stable. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.